Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospice care. The customer was hospitalized on an unknown date. The cause of death was diabetes. The caller stated that the customer had diabetes that may have led to the customer's passing. The customer¿s blood glucose was unmeasurable at the time of death. The customer was wearing the insulin pump at the time of death. The caller stated the customer passed from having diabetes for 70 years and the passing was not pump related. The customer was not using sensors. The caller declined to return the insulin pump for analysis.